Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported via social media that the patient experienced severe pain. The patient underwent spinal cord stimulator (scs) explant procedure. No further information could be obtained.